Event description:
Boston scientific crm received info that this lead was implanted and when testing through the psa, measurements were excellent. Post implant, the lead impedances were less than 100 ohms and there was no capture or sensing. Subsequently, the lead was explanted and replaced. No adverse pt effects were reported.